Event description:
Co had an es-07 administration set that had a tubing separation at the white valve on the cassette while on a pt in the ER, fluid remained in the tubing. The x-ray tech turned the pump off, and returned to the ER. The pump was at 20 cc hr of lr.